Event description:
It was reported that there were possible right ventricular (rv) lead integrity concerns due to observed noise with oversensing and pacing inhibition as long as six seconds. (B)(6) technical services (ts) reviewed troubleshooting options and possible causes. This rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).